Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. ­­­­­­­­­the procedure performed was laparoscopic umbilical hernia repair. The patient has had surgical revision, intestinal blockage, mesh migration, and chronic abdominal pain.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.